Manufacturer narrative:
MFR's report date: 12/07/2010. (B)(4). The investigation has confirmed the customer's complaint of a leak at the syringe adaptor component. The sample was rec'd disconnected at the syringe adaptor component. Root cause was found to be insufficient solvent. The investigation also confirmed a crack in the upper pumping segment component. Root cause was not identified for this issue. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically.

Event description:
The user reported a leak near the syringe adaptor component. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.